Event description:
The pt underwent a abdomenal sacral colpopexies in 2004. Eight days later, the pt presented with an abscess in the presacral space. The area was drained the following day and pt placed on IV antibiotics but a small fluid filled area remains. Clinically, the pt looks well, however their infections disease person recommends mesh removal.